Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported they read in an operative report that the leads were starting to come out of the skin, protruding, and were poking the consumer in their neck, which occurred on (B)(6) 2016. On (B)(6) 2016 a different companies leads were implanted, but then it was determined the consumer needed an MRI-compatible leads, so they needed to have a third surgery to have MRI-compatible leads implanted. Relevant medical history includes non-malignant pain and headache.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and the patient. A lead issue was reported. The lead was poking the skin and five days after implant the lead was revised. In the process, the doctor used a different manufacturer¿s anchor that contained a screw therefore deeming the patient ineligible to have a full body MRI which the patient now needed for a breast cancer screening. The lead issue was migration/dislodgement. It was progressing toward erosion but was not through the skin completely. It was noted that the patient recovered completely. No symptoms were reported. The issue began in (B)(6) of 2016.

Event description:
Additional information was received from a consumer regarding the patient via a manufacturer representative. The consumer is currently in possession of the device that was removed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.